Event description:
Patient reported an unknown side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to d.4. Device information: serial numbers are provided as l: (B)(6) , r: (B)(6) , but the affected side of the rupture is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient confirmed left side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.